Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot#: va0a1ny, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot#: va0bfsn, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot#: va0cnv5, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot#: va0cnv5, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3487a-56, serial/lot #: (B)(4), ubd: 17-jun-2017, UDI#: (B)(4); product ID: 3487a-56, serial/lot #: (B)(4), ubd: 13-aug-2017, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 26-sep-2017, UDI#: (B)(4); product ID: 3888-33, serial/lot #: (B)(4), ubd: 26-sep-2017, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there had been a car wreck in front of her and she helped someone out of their vehicle and after that her pain stimulator started to malfunction. The patient stated she had the device removed due to a lead fracture. The indication for use was spinal pain. No patient symptoms reported.